Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Analysis: product type lead, product ID 977c165, serial# (B)(6), implanted: (B)(6) 2016, explanted: (B)(6) 2025. Analysis identified all conductors were broken 8.0cm from the distal end of the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name specify surescan; product ID 977c165 (serial: (B)(6)); product type: 0200-lead. Brand name specify surescan; product ID 977c165 (serial: (B)(6)); product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). Rep reported that during patient (pt)'s ins replacement and possible lead revision surgery, electrodes 0-7 were noted to be greater than 40000. The surgeon opened up the old lead incision site and it was noted that the 0-7 lead was severed from the surgical paddle. Surgeon was unable to determine the cause of the lead disconnection from the paddle. Anchors were still in place. Surgeon then removed and replaced the lead with a new lead. After new lead was implanted, anchored, and connected to the new ins, impedances were tested. It is noted that electrodes 6 and 7 were elevated over 40000. The surgeon cleaned and dried the electrodes multiple times and tried plugging into opposite ports with the same results. The surgeon decided to leave the lead as it was due to already being anchored in place. The impedances were checked again in recovery after surgery and the electrodes 6 and 7 were still greater than 40000. Rep indicated they would send any further information as they become aware.

Event description:
Additional information was received from a manufacturer representative (rep). The rep clarified that the impedances were noted to be elevated in the preop room prior to surgery on the old implantable neurostimulator (ins). The old lead was never connected to the new ins.

Manufacturer narrative:
File updated to correct reportable information. See pe (B)(4) for additional impedance issues after lead replacement. Continuation of d10: product ID 97714 serial# (B)(6) product type implantable neurostimulator product ID 97792 serial# unknown product type accessory product ID 97792 serial# unknown product type accessory product ID 977c165 serial# (B)(6) implanted: (B)(6) 2025 product type lead product ID 977c165 serial# (B)(6) implanted: (B)(6) 2016 explanted: (B)(6) 2025 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.